Event description:
Incident reported as: during surgery, the tip of the needle became detached from the suture material when needle jaws being mounted outside of the body. No pt injury. No medical intervention.

Manufacturer narrative:
Evaluation results - other - DHR reviewed; no issues related to the reported complaint were found. The complaint was confirmed on only 1 out of 10 samples received. Conclusions - other - internal corrective action was initiated to address this and similar issues. This CAPA was to implement corrective actions that will minimize recurrence of the customer's claim.